Manufacturer narrative:
Section a4: patient weight corrected section g2: report source corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further events reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that it was unknown whether the right heart failure existed pre-left ventricular assist device (lvad) implant. The device did not cause the right heart failure. Diagnosis was based on clinical findings only; right heart catheterization was not attempted. Dosage of diuretics was increased, with plan to follow up as outpatient.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced peripheral edema and was admitted for right heart failure from (B)(6) 2024. They were on drug therapy.